Event description:
The user facility reported a mucosal plug in a 4200 series tracheal safe-t-tube that was being used for a tracheal stenisis. The plugged tracheal tube required clearing using a bronchoscopy after the pt went into respiratory arrest.

Event description:
The user facility reported via medwatch to the FDA of a mucosal plug in a 4500 series safe -t- tube that was being used for a tracheal stenosis. The plug required clearing using bronchoscopy to clear the plug after the pt went into respiratory arrest.